Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros b-hcg ii (bhcg) result was obtained from a single patient sample using vitros immunodiagnostics products bhcg reagent in combination with a vitros eci q immunodiagnostic system. Patient 1 result of 1542 miu/ml versus expected result of < 2.39 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros bhcg result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros b-hcg ii (bhcg) result was obtained from a single patient sample using vitros immunodiagnostics products bhcg reagent in combination with a vitros eci q immunodiagnostic system. The most likely assignable cause is instrument related. An ortho field engineer (fe) undertook maintenance actions including replacing the reagent metering probe, air injection tubing, signal reagent a probe and dispense tips, well wash aspirate filter, the deralin roller and cleared the signal reagent vent a blockage. Following the cleaning and maintenance actions performed by the ortho fe, vitros bhcg within run precision testing was performed and produced acceptable results and reagent calibrations and qc fluids were successfully processed by the customer. The customer accepted the instrument back into use as repairs have returned this instrument to expected operation.